Event description:
A report was received that the patient was expereincing muscle spasms in the leg. The patient was explanted and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility.